Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing inside the customer¿s body when the customer pulled it out. The customer's blood glucose at the time of the incident was unknown. The customer was assisted with the troubleshooting. The product will not be returned to the analysis